Event description:
Customer's husband reported high blood glucose reading of 431 mg/dl and will be treating with a bolus. Customer reported seeing a black circle near the reservoir. Troubleshooting was performed and it was noted that the insulin pump was informing the customer to check the time and date for accuracy. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.